Manufacturer narrative:
D4. Medical device lot #: unknown. D4. Medical device expiration date: unknown. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA /510(k)#: k020322, k021954, k023273, k023301, k024152, k030677, k031306, k031679, k032131, k033784, k033907, k040006, k040106, k040716, k050089, k050555, k051689, k053241, k060214, k060217, k060218, k060493, k070809, k082538, k082852, and k131331. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H4. Device manufacture date: unknown.

Event description:
It was reported while using the bd phoenix¿ pmic/ID-107 a patient isolate (staphylococcus epidermidis) was misidentified as staphylococcus haemolyticus. The user stated, "that he believes that the purity plate was mixed, and considers this to be a tech error, not a true misidentification." No health impact or consequence reported.

Manufacturer narrative:
Investigation summary: this complaint is for misidentification of staphylococcus epidermidis as staphylococcus haemolyticus when using phoenix panel pmic/ID-107 (catalog number 448607) batch number unknown. Customer returned panels, isolates or phoenix generated lab reports were not available for the investigation. The customer noted that the purity plate was possibly mixed and could be a technician or workflow error. The batch number was not provided, therefore this complaint is unconfirmed. A review of quality notifications could not be performed since a batch number was not provided. Complaint trending was performed and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary.

Event description:
It was reported while using the bd phoenix¿ pmic/ID-107 a patient isolate (staphylococcus epidermidis) was misidentified as staphylococcus haemolyticus. The user stated, "that he believes that the purity plate was mixed, and considers this to be a tech error, not a true misidentification." No health impact or consequence reported.